Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Expiration date - ni manufacture date - ni reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review was unable to be performed, as the part number and lot number are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as hospital has retained it. The investigation is in process. Once the investigation has bee completed, a follow-up MDR will be submitted.

Event description:
It was reported following an initial right knee arthroplasty, patient underwent a revision of their articular surface due to swelling and stiffness. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.